Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the air reamer/drill device was sticky, and the device ran in locked position. During the assessment, it was observed that the housing was damaged, and the trigger was hard to use, which was also the cause for the unintended motion. It was found that the device failed visual inspection due to the damaged housing. It was further determined that the device failed pretest for general condition, marking and labelling, check for sticky trigger, check for unintended motion, check starting behaviour and check for air leak. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the device running in locked position and the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).